Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screws (iunihg) was returned for investigation. Visual inspection of the as returned product identified fracture on the threaded portion of the screw. X-ray returned by the customer appears to show the fractured portion of the screw in the patient's mouth. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 2 years. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16. Information identified: torque matrix - internal connection. The complaint reported that the screw fractured in the patient¿s mouth. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Device available for evaluation change ¿no' to 'yes'. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that that the iunihg screw fractured in the patients mouth.